Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used all black cartridges in this case as he felt the patient had thick tissue. On the seventh and final firing, at the angle, the surgeon observed unformed staples on the non - redundant side of the stomach. The staples on the redundant stomach side of the staple line appeared to be formed. The surgeon noted that the blade appeared to have curved or fired askew into the plastic of the cartridge. To complete the case the surgeon had to over sew the staple line and successfully leak tested the sleeve. The surgeon noted there were no patient consequences; patient was fine immediately post operatively.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the procedure prolonged? Yes , surgeon had to oversee. How was the patient impacted? No impact. What device was being used with the cartridges? Long60a. On what tissue type was the device used? At what location on the tissue? Gastric - angle of hic. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Seventh. If echelon, during which stroke did the event occur? Did not indicate. What other color cartridges were used before and after this event? Black for the whole case. Was buttressing material utilized? If so, which product? Cook buttress (this was listed in the original complaint filing). Was the instrument fired across or near an existing staple line or clip? Yes - staple. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was not present, surgeon did not indicate. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The surgeon noted: it was possible that either a staple was caught in the jaws of the stapler or that he may have crossed a staple line at a poor angle.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.